Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output and a hypoglycemic event occurred. The patient stated that the continuous glucose monitor (cgm) did not alarm for low blood glucose. They subsequently fainted, emergency medical services (ems) was called and they administered d50. The patient was transported to the emergency department (ed), treated and released. While in the ed, the patient stated their blood glucose the teens or twenties. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.